Event description:
It was reported that revision surgery was performed due to wear.

Manufacturer narrative:
Following receipt of additional case details it has been established that this incident represents a duplicate of a report previously submitted via MDR 3005477969-2014-00101. Updated investigation findings regarding this incident will be submitted via a follow up to that report. Please therefore disregard this report.